Event description:
After a ptca with the sheath still in place and the flush device hooked to it, the flush device broke apart and the patient lost about 1000ml of blood. The patient went into shock but was stablized after receiving a blood transfusion. No permanent damage was reported.